Event description:
It was reported that during a thr procedure the depth gauge broke inside the patient. It is unknown if there was a delay. The procedure was finished using a smith and nephew backup device.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned r3 depth gauge has fractured into two pieces. Both pieces were returned. This instrument was manufactured in 2013, and it exhibits signs of significant use and wear. A medical investigation will be performed. This complaint reports the depth gauge broke inside the patient. All pieces were recovered by hand. There was no delay in the procedure. The surgery was finished using a smith and nephew backup device. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a thr procedure the depth gauge broke inside the patient. All pieces were recovered. The pieces of the device were retrieve from the wound by hand.no delay. The procedure was finished using a smith and nephew backup device.